Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a cardiac arrest which required critical care per the hospital¿s policy. The patient expired. The patient¿s diagnosis before the procedure was premature ventricular contraction. The procedure was performed via retrograde access. There was no effusion present during or immediately after the procedure. There were no error messages on any biosense webster, inc. Equipment. Post procedure the patient experienced two hypotension events in the intensive care unit (ICU). After the second hypotensive event, it progressed into a code blue. The patient was attended per the critical care hospital policy. However, the patient expired. The patient did not require extended hospitalization. The physician¿s opinion regarding the cause of the death event was the patient¿s condition. This adverse event resulted in the patient¿s death and therefore, considered MDR reportable.